Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The biomed stated that there have been no reports of patient incident involving this pump since the last baxter service event. The biomed did not know when this failure occurred. No additional contact information was provided.